Event description:
The pt was bilaterally implanted with siltex low bleed gel-filled mammary prosthesis on 5/20/1997, subsequently the pt experienced rheumatoid arthritis, bilateral capsular contrature, arthralgias, low back pain, and morning stiffness.